Event description:
It was reported that the patient had been having intermittent power cable disconnect alarms with no external alarms. The batteries and clips were cleaned and no visible damage to the power cables, batteries or clips was identified, and the pins in power connections appeared intact and had no damage. The log files captured intermittent indications of weak connection between the batteris and clips which caused the power cable disconnect events. Additional information was received that cleaning batteries and clips did not resolve the alarms. The event was reportedly resolved by exchanging the controller and battery clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (B)(6) 2022 from 13:04:13 ¿ 14:27:42 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active from (B)(6) 2022 from 13:04:13 ¿ 14:15:29. The alarms occurred on both power cables while the controller was connected to battery power. The alarms did not occur during power sources exchanged and cleared shortly after activating. There were no no external power alarms active in the log file. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.